Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address fluid pockets on MDR which turned out to be cystic pseudo tumors. Patient also complained of painful articulation. Doi (B)(6) 2007; dor (B)(6) 2013 (right hip). **update** (B)(4) 2013 - patient's medical records were received. Records indicate the patient was revised to address osteolysis and pain. Upon revision brown fluid filled masses were found in the hip along with corrosion around the mores taper. The stem is being added to the complaint. The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the stem as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed. From a medical perspective, based on the information available, the complaints of pain are not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 5/12/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metal ions, and difficulty ambulating. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address fluid pockets on MDR which turned out to be cystic pseudotumors. Patient also complained of painful articulation. **update** (B)(4) 2013 - patient's medical records were received. Records indicate the patient was revised to address osteolysis and pain. Upon revision brown fluid filled masses were found in the hip along with corrosion around the morse taper. The stem is being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records for MDR reportability it was also reported that the patient's right leg was short by about 2 to 3 mm.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metallosis.